Event description:
The device operator reportedly could not get the device to display an ECG trace from the pt and further alleged that the device would not respond to the front panel buttons when pressed. A back up device was acquired and treatment was continued. The pt's outcome and details were requested, but not released by the facility.